Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the device and was not able to reproduce the reported issue. A serial readout was taken and sent to livanova (B)(4) for evaluation. Investigation of the serial readout at livanova (B)(4) was unable to identify any hardware or software errors. However, an arterial pump stop was identified due to a cardioplegia module alarm. The technician identified that the pump was configured to be monitored by the cardioplegia module, when generally the arterial pump is only monitored by the level and bubble modules. Based on this, livanova (B)(4) believes that the customer performed an incorrect configuration of the device at setup, which caused the reported event. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the arterial s5 roller pump stopped during procedure while switching from recirculate to delivery. The user deselected the controllers and stop links to continue the case. There was no report of patient injury.